Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is included in the mid-life display of replacement indicators product advisory population, was explanted after declaring elective replacement indicator (eri) due to a charge time of 22.3 seconds.

Manufacturer narrative:
No adverse patient effects were reported as a result of this event. A new boston scientific device was successfully implanted. The patient requested to keep the explanted device, and available information suggests that it likely will not be returned for analysis. This event will be updated if any additional information becomes available.